Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated that he uses all of the lines and he does use two patient line extensions. The baxter technical service representative (tsr) explained the alarm and had the hp cycle power for the se 2367 then again to clear the alarms and explain that he would need to setup with new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and he said that he was able to resume therapy after starting over with new supplies. He said during this se 2240 alarm he had a leak on one of his large green bags. He was not sure where the bag was leaking from. Since then he has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.